Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill alert after loading the cartridge with 175 units. In addition, the customer stated there were no drops of insulin exiting the tubing after 27 units. During troubleshooting the contact reported a cartridge was successfully loaded onto the pump and insulin was observed to be exiting the same tubing successfully. The customer's blood glucose level was 104 (mg/dl).